Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 466 mg/dl at the time of incident. Customer was treated with manual injection high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer alleges insulin pump was under delivery insulin due to did not received insulin for 12 hours. Customer was assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged low blood glucose and possible under delivery anomaly found on august 12, 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The insulin pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded insulin pump history files and traces using thus software and generated reports from carelink. The daily total of bolus insulin delivery is 37.8 u at august 12, 2022 at 00:00:00 and 0 u at august 13, 2022 at 00:00:00. Insulin pump alarmed a no delivery alarm on the event date of august 12, 2022 at 07:12:00.000 or 7:12:00 am during basal. No delivery alarms were not noted in the insulin pump history files or traces on the event date. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Unable to verify customer's complaint for low blood glucose. Possible under delivery anomaly was not confirmed during testing. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.